Manufacturer narrative:
Result and conclusion: it is believed customer bled the refrigerant out of the system in error. Device was evaluated and no product malfunction was found.

Event description:
It was reported by the customer that the unit did not cool. No pt involvement or adverse consequences were reported.